Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an error message. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 type of follow up - correction. H10 corrected data 3004753838-2022-134684, 3004753838-2022-134684-01, and 3004753838-2022-134684-02 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable..

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Data was evaluated and the allegation was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: it was reported that there was a critical alerts prompt.